Event description:
The hcw reported noticing esophagus problems five years after bladder surgery possibly due to cidex plus 28 day solution exposure. The hcw had surgeries performed periodically from 2005 to 2008. During one of the procedures, she asked a hcw at the facility if there was cidex plus 28 day solution present in the room and they replied yes. She said that she could smell it, it caused a reaction and she had to switch operating rooms. After the procedure, she reported that her throat hurt and had a vocal cord reaction for 30 minutes. The physician used trach tubes and endoscopic tubes during the procedure. The hcw has seen numerous doctors and is currently seeing an allergist who is requesting that she provide more information on what she has come in contact with over the years. She had her vocal cords checked, general and food allergy testing, and the results were all normal. She has had laryngitis on and off since (B)(6) 2009. The hcw currently has laryngitis, chronic fatigue and irritation of the esophagus. An asp representative reviewed the necessary air exchanges for cidex plus 28 day solution and the msds sheet with the customer. The msds sheet was also sent to the customer. Subsequent customer follow-up indicated the hcw still has laryngitis.

Event description:
An attempt was made to deploy a 2.25mm diameter x 18mm length integrity rapid exchange (rx) coronary stent in to a pt. The target lesion, located in the left main to circumflex exhibited 99% stenosis. Prior to this, another integrity rx stent was successfully deployed to target lesion. The physician attempted to place the relevant stent through the previously deployed integrity stent; however when the physician pulled the device back the stent dislodged in the vessel. The physician inserted another integrity stent and crushed the dislodged stent into the circumflex artery wall. The procedure was completed and the pt was transferred to intensive care unit. It was reported that the pt died the next day. The physician commented that the death was not related to the stent dislodgement. The physician also confirmed that the pt presented to cath lab in severe condition and although survived the procedure, had to be defibrillated more than 20 times. (MFR tempt # 2953200-2010-02095, 2953200-2010-02096).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review by product line, failure mode effects analysis, and health hazard analysis. Complaint history trending for cidex plus 28 day solution from november 2009 through october 2010 was performed and found three complaints relating to hr - allergic reaction. Batch record review of the cidex plus 28 day solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for respiratory exposure indicated a risk score (rpn) below the threshold of 100. No further action is required at this time. The hhe (health hazard evaluation) a review of the health hazard evaluation for cidex plus 28 day solution for user symptoms indicated a hazard/risk index of 2 (none/negligible). There was no product sample returned for investigation. A healthcare worker (hcw) was initially exposed to cidex plus 28 day solution while working in a medical facility for 1-2 years in 1974. The cidex plus 28 day solution was used for manual processing and was placed in a large sink with no cover. The room had no ventilation and unknown air exchanges. The hcw did not wear ppe. There were no other chemicals used in the processing room. The patient stated that her call to asp was only to obtain information. Follow up with the patient found that she did not have any skin reaction due to cidex plus 28 day solution exposure. Her most recent exposure to cidex plus 28 day solution was at a urologist facility where she was having a cystoscopy, the facility had instruments soaking in cidex plus 28 day solution in the procedure room uncovered and she started having breathing problems. She does not know whether cidex plus 28 day solution was the cause. During a follow-up call, the hcw reports that her laryngitis is chronic and she continues to search for the cause. She indicated that she does not need any further information from asp and states the file can be closed. Based on the information provided, no conclusion can be drawn. Based on the information provided, no conclusion can be drawn. As the customer has not been working around cidex plus solution for over 36 years, and the symptoms did not start until (B)(6) 2009, there is no direct correlation between the reports of chronic symptoms and cidex plus.

Manufacturer narrative:
(B)(4): laryngitis, chronic fatigue, irritation to the esophagus. The cidex IFU states: use cidex solution in a well-ventilated area in closed containers with tight fitting lids. Use in local exhaust hoods or in ductless fume hoods/portable ventilation equipment, which contain filter media that absorb glutaraldehyde from the air, if adequate ventilation is not provided by the existing air conditioning system.